Event description:
The pt received a trial scs lead on (B)(6) 2011. It was reported that intraoperative testing revealed invalid contacts. A new lead was used to complete the procedure.

Manufacturer narrative:
Eval: results - the complaint was not confirmed. As received, a visual inspection of the lead revealed no anomaly. The lead was functionally tested and passed all testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.